Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced insulin flow block alarm event on (B)(6) 2026. The blood glucose level was 425 mg/dl and the patient was first assisted with correction bolus and treated with manual injection. The insertion site was abdomen. The infusion set was in use for one day. No further information available.